Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the microbore tubing swivel collar broke off when twisted. There was no patient involvement.

Manufacturer narrative:
Additional information added; h.6. (Patient code). The customer¿s reports that the male luer collar broke off was confirmed. The set was visually inspected for cracks, misassemblies or damages to the components visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. The root cause of the break could not be definitively determined.

Event description:
It was reported that the microbore tubing swivel collar broke off when it was being twisted. It was indicated during follow up that there was no patient involvement, however; it was also noted that the event occurred during use. Follow up also confirmed that there was no patient harm or impact as a result of this event.